Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir failed per inspection. The transfer guard needle was found occluded. No leaks or air bubble anomalies were noted during filling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was leaking on the second o-ring. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.